Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 0.8ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d151019-1). The control solution tests for level low are 62/59 mg/dl, for level high are 263/256 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d151019-1). The control solution tests for level low were 68/66 mg/dl; for level high were 301/299 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:45am after receiving inconsistent blood glucose results from the prodigy glucose meter. The paramedics were called after the end user received a low result of 45 mg/dl and five minutes later the reading was 345 mg/dl. She was going into shock and moaning. The paramedics administered glucose gel to raise the blood glucose level. The end user was transported to the ER and could not recall her blood glucose level upon arrival. She was given food to raise her glucose level and blood work was performed. Prior to discharge the end user blood glucose was 151 mg/dl no other information was provided.